Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The event code was cleared from the device's memory and thereafter did not occur after performing defibrillator energy calibration procedure. Other unrelated repairs were performed and proper device operation was observed through functional and performance testing. The device was subsequently retuned to the customer for use. A cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had logged an event code in its memory that could result in a failure of the device to deliver defibrillation energy. There was no patient associated with the reported event.